Event description:
It was reported that the implantable neurostimulator (ins) was ¿not working¿. The healthcare provider (hcp) was unsure what ¿not working¿ meant and had no dates. It was noted that the patient was new to the clinic and the hcp was told to get in touch with a manufacturing representative (rep). Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger. Product ID 37744, serial# (B)(4), product type: programmer, patient. Product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was no longer able to charge the implantable neurostimulator. The health care professional was not made aware as to when this started.